Event description:
Reportabable based on the analysis completed in 07/2005. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The severely calcified lesion being treated was located in the tortuous, 90% stenosed mid left anterior descending artery. The lesion was pre dilated. The physician could not cross the tortuosity of the vessel with the taxus liberte 3.0x24 mm stent and it got stuck. It was pulled back and removed. The procedure was repeated with another taxus liberte stent of the same size. The second taxus liberte stent crossed the tortuosity and was successfully deployed. There were no reported pt complications.